Manufacturer narrative:
The customer disconnected tubing from the blood sampling valve, bsv, fitting. He reconnected the tubing to the bsv. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed a fluid leak of less than 1 ml from a coulter lh 780 hematology analyzer while performing strartup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.